Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195 - heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day a transcatheter aortic valve was implanted, electronic registration was received from the associated field representative indicating that the valve was implanted in the patient but was not actively providing therapy.

Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. The inactive status of the valve was received in error. Per the health care professional (hcp), the valve was implanted and active. There was no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day a transcatheter aortic valve was implanted, electronic registration was received from the associated field representative indicating that the valve was implanted in the patient but was not actively providing therapy. Additional information was received that the inactive status of the valve was received in error. Per the health care professional (hcp), the valve was implanted and active. The registration status was corrected and an identification card with the correct information was sent to the patient.